Event description:
It was reported that while a patient¿s stimulation is turned on it will ramp up unexpectedly and then maybe even turn off. Patient report that changes in stimulation are not related to position and it is different everytime it occurred. Symptoms started in the last week or two. When stimulation ramps up the patient feels it in the areas they normally feel stimulation. Impedances were normal. Clinician programmer showed ¿charge sooner. Position trend suspect¿. No evidence of a discharge in the recharge statistics but the statistics only went back to (B)(6) 2013. Patient had noted they had not let the stimulator battery deplete to point of not feeling stimulation and they charge when it gets to 25%. They noted no overdischarged events. It was reported that the patient had a program that they were unaware of and a reprogramming was done to fix the issue. No outcome was available.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).